Event description:
An insulet territory mgr spoke with the customer's endocrinologist who stated the customer was admitted to the hospital on (B)(6) 2011, due to hypoglycemia. Follow-up attempts to reach the customer were unsuccessful. No add'l info was provided regarding this hospitalization. No product was returned for eval.

Manufacturer narrative:
The pod was not returned for eval. We are unable to assess product condition or determine any malfunction that may have caused or contributed to the hypoglycemic event. The omnipod's user guide warns "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could quickly lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." To treat hypoglycemia, the user guide instructs to check bgs every 15 minutes to avoid overtreating the condition. When bg levels are below 70 mg/dl, users should consume 15 grams of fast-acting carbohydrates. Repeat these steps until bg is within goal range. The user guide also discusses possible causes of hypoglycemia to assist users in determining what caused the event. Product lot qualification records were reviewed and determined to have met all acceptance criteria.